Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to motor error alarm. Device passed displacement test, self-test and unexpected restart error test. Device passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was squirting out during priming. Insulin pump was stuck in the prime loop and was not able to check for a compromised forced sensor alarm. Customer also reported that drive support cap was sticking out. Customer's blood glucose was 387 mg/dl. Customer was advised that insulin pump would need to be replaced.